Event description:
Related manufacturer reference number: 2017865-2021-32486. It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed high impedance values exhibited by the right ventricular (rv) lead. The patient was asymptomatic. No changes were made.

Event description:
New information indicated that alerts for high, high voltage lead impedance were noted on the right ventricular (rv) lead. No patient symptoms were reported.